Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of spec result is identified and mitigated through the ncr process. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. The review has not indicated trends that could be associated to any product complaint.

Event description:
Hands remained without feeling [sensory loss]. Fingers are still numb /numbness in fingers and hands [hypoaesthesia]. Blood test confirmed that I was having a reaction [nonspecific reaction]. Swollen hands and fingers [oedema peripheral]. All my joints hurt/wrist and hands hurt so much [arthralgia]. Tingling in fingers [paraesthesia]. Sleep was impossible [insomnia]. Case description: an spontaneous report was rec'd on (B)(6) 2010, from a (B)(6) female pt, with a history of osteoarthritis, initials (B)(6), who experienced hands and fingers became swollen, wrists and hands hurt so much that she could not sleep, blood work said she was having a reaction, fingers are numb, fingers and hands remained without feeling but hurt to the bone, hands tingling, cannot raise my arms without hurting, and all my joints hurt after treatment with synvisc one. The pt had no previous history of treatment with synvisc. On (B)(6) 2010, the pt rec'd an injection of synvisc one into the left knee. On (B)(6) 2010, the pt's hands became completely swollen, she could not make a fist, and her wrists and hands hurt so much that she could not sleep. The pt reported that she rec'd treatment from a chiropractor, but the swelling remained unresolved and her fingers and hands were without feeling, but hurt to the bone. The pt returned to the office of the physician who had previously administered synvisc one. It was reported that blood tests confirmed the pt was having a reaction. Treatment included a 6 day course of steroids, which was started on (B)(6) 2010 which did not help. The pt reported that now all of her joints hurt and she was referred to an allergist. At the time of this report, the pt had not yet recovered. Add'l info was rec'd from the pt on (B)(6) 2010. The pt reported that she continues to experience numbness in her fingers and hands. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.